Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was separated. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard tissue with the distal part, consequently the proximal side of the tissue pad was worn. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
During a liver transplantation, the subject device was used. In the procedure, the ptfe pad of the subject device was separated and probe damage error occurred. The procedure was completed with a different device. There was no patient injury reported.